Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was loaded according to IFU and deployed the delivery device. After the aortic cutter, the plunger of the delivery device handle was pressed, but the seal did not come off due to a defective product. It didn't come out of the loader. The surgery was successfully completed using a new product. There were no abnormalities in the patient's condition. Per photo provided by the complainant, it is observed the loading device is separated from the plunger and aortic cutter. It is observed the blue plunger is depressed, and the seal is deployed. It is observed there is evidence of blood.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site address (B)(6).

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, e1, g3, g6, h2, h3, h6, h11. The device was returned for evaluation on 10/21/2024. A photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact aortic cutter. The delivery device was observed outside the loading device with the tension spring assembly inside the delivery tube and the seal was observed to be in deployed opened state. There were no visual defects observed on the intact seal. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was observed outside the loading device with the tension spring assembly inside the delivery tube and the seal was observed to be in deployed opened state. There were no visual defects observed on the intact seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or intact tension spring assembly. No measurements of the delivery tube were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. This requirement is currently being assessed under CAPA 1112811 in response to FDA observation 4a2a. Based on the returned condition of the device as well as the photographic evaluation as well the evaluation results, the reported failure "activation problem" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000364553 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.